Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference report 3012447612-2025-00038.

Event description:
A distributor reported receiving two orders with mislabeled vitality ti 450mm rods. The first of these was instead a 25mm ti rod and the second was a cobalt-chrome 450mm rod. There was no patient involvement. This is report two of two for this event.

Event description:
A distributor reported receiving two orders with mislabeled vitality ti 450mm rods. The first of these was instead a 25mm ti rod and the second was a cobalt-chrome 450mm rod. There was no patient involvement. This is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the package label states the part number is 07.02013.002 lot ct63027 (5.5 x 450mm ti alloy rod), however the laser marked part number on the product in the package is 07.02014.002 lot ct63027 (5.5 x 25mm ti alloy rod). Root cause: the CAPA found the causes are attributed to improper repackaging practices related to product identification. DHR review: the DHR was reviewed. It was initially recorded that there are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. It was later confirmed that the part number on the package did not match the part model in the package. An internal CAPA has been previously opened to address this issue. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.